Manufacturer narrative:
Customer repaired the problem; no ge service call was made.

Event description:
Customer reported a motion error was displayed when moving the c-arm out of the way at the end of a pacemaker case. This message continuously pops up now when the c-arm is being used. Whether being moved or not, the customer presses ok and the message sometimes disappears and other times it returns. No patient injury was reported.